Event description:
Orig surg: 1994. First week in december, patient allegedy began limping which got worse. Hip got stiff and cause pain. Dr allegedly diagnosed soft tissue damage. Pt denies falling or jumping. X-ray and bone scan allegedly showed "product may be working loose from base." At surgery, allegedly it was found that stem had broken off at base.